Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart while inside of her. She experienced yeast coming out with tampon removal and severe discharge. She went to the doctor and was diagnosed with vaginal irritation.